Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a lead warning. The patient's right atrial (ra) lead was capturing the ventricle and the patient's right ventricular (rv) lead exhibited no capture at all. The rv lead further showed no sensing values. The patient almost fell following the system implant. It was determined the ra and rv leads had dislodged. The leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.